Event description:
Healthcare professional reported capsular contracture baker grade iii.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-26872. All information has been consolidated into this report. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2, d4, d6(a), h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation/ceases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.